Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user attempted to remove the cartridge without first rewinding the pump, after which the plunger became stuck in the chamber and the cartridge could not be removed; education on proper removal sequence was provided and the user was advised to revert to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem characterized by failure to disconnect, associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.